Manufacturer narrative:
Results: the jet7 was fractured approximately 129.5 cm from the hub, and the internal coil winds were exposed. Conclusions: evaluation of the returned jet7 confirmed a fracture on the distal shaft. If the device is forcefully manipulated against resistance, damage such as stretching may occur. Subsequently, the catheter may rupture if excessive force is applied while flushing the device. The root cause of resistance could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), a neuron max 6f 088 long sheath (neuron max), and a non-penumbra microcatheter. During the procedure, the physician encountered resistance while advancing the jet7 in the neuron max and completed one first aspiration direct pass (adapt) without removing any clot. The jet7 was removed from the patient and flushed with saline. While flushing, the jet7 expanded and subsequently broke. Therefore, the jet7 was no longer used in the procedure. It was also reported that the neuron max was no longer used. The procedure was completed using a balloon guide catheter and the same microcatheter to deliver a non-penumbra revascularization device to complete one final pass without aspiration. There was no report of an adverse effect to the patient.